Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and a high ketone level identified as dangerous by healthcare professional. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and manual insulin injections. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. The customer indicated they were "in and out" of the hospital; however, customer was unable to provide details and additional information regarding hospitalizations.